Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative noted that they booted up the system and the staff cart monitor stated no input detected and the surgeon monitor was black. They rebooted and it took 3 minutes to get the application screen. They unplugged and replugged the video cable and the issue occurred again. The representative further noted that while working on the system, the mouse lit up and they were unable to click anything else on the screen. They rebooted again and the flickering went away. They replaced the computer on the system. The navigation system then passed the system checkout and was found to be fully functional. The suspect computer was returned for evaluation. Analysis could not replicate the reported problem. There was no fault found on the computer.

Event description:
Medtronic received information regarding a navigation system. It was reported that the software display was ¿shrinking¿ on both monitors. This issue was discovered outside of a procedure and there was no patient present when this issue was observed.